Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon inspection, it was found that the articulation cable had slipped, introducing slack to the system and preventing the locking mechanism from functioning properly, the complaint was confirmed.

Event description:
During a stand alone procedure, the surgeon tried placing the clip, using the articulation lock to fix the head, the locking mechanism wasn't working. They opened another pro150 and completed the procedure. There was a delay in procedure but, patient outcome and care was not affected.